Event description:
It was reported that the ilet user experienced a low blood glucose following an accidental duplicate breakfast announcement, after which the user consumed two glucose tablets and ate lunch, with the sensor showing a nadir of 69 mg/dl and trending upward; the event involved user interaction with the system interface and was addressed through education on checking meal history for correct announcements. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s caregiver and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem related to an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.